Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead exhibited noise oversensing led to pacing inhibition. The programming changes were performed by increasing the sensitivity of the lead. However, it was unsuccessful. The rv lead was damaged during explant procedure. The rv lead was explanted and replaced. The patient was in stable condition.